Event description:
A mother reported that her son was diagnosed with keratitis, corneal edema, swelling, photophobia, pain and blurry vision while using complete multipurpose easy rub formula solution. The mother indicated that the son began wearing contact lenses in 2008, and used the product without a problem. In 2008, after inserting his lenses that morning he noted they were uncomfortable but continued to wear them. Two hours later he began to experience pain and blurry vision. His mother took him to the optometrist and was told he had keratitis due to chemicals. He was given vigamox to as a preventative treatment against bacterial infection. He has since resumed lens wear. Additional info has been requested from the healthcare provider.

Manufacturer narrative:
Retain evaluation: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of product has not revealed any anomaly during the manufacturing processes. Chemistry and microbiology testing are in process of being performed on the returned complaint unit.